Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 200 units. The customer's blood glucose level was slightly elevated however, the customer stated the bg level remained below 240 (mg/dl). The customer declined further troubleshooting. Reportedly the customer would continue to use the pump for insulin therapy.